Event description:
The patient's grandmother reported that the patient had passed away from complications associated with epilepsy. During follow up the patient's physician stated that he did not believe there was a relationship between the patient's passing and vns. The physician reported that the patient experienced a seizure then went into cardiac arrest and did not recover. Per the post mortem report by the (B)(6) coroner and the physician the cause of death was sudden unexplained death in epilepsy (sudep) and the manner of death was natural. The funeral home who saw the patient stated that the patient was buried. Their standard procedure is to leave device implanted when patient's are buried. Therefore the generator could not be returned for product analysis.